Manufacturer narrative:
This MDR is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 51 devices were evaluated in the field and the issue was confirmed;1 device had alignment issues, 9 devices had loose components, 21 devices had broken/damaged components, 6 devices had dirt/debris, 1 device had detached/disconnected components, 3 devices had worn components, 4 devices had bent components, 1 device had stripped components, 1 device had missing components, and 4 devices had incompatible components. The devices were repaired and returned. 1 device is pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes <noe> 52 </noe> malfunction events, where it was reported the cot was difficult to load or unload from the ambulance. There was no patient involvement.

Manufacturer narrative:
This MDR is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 51 devices were evaluated in the field and the issue was confirmed;1 device had alignment issues, 9 devices had loose components, 21 devices had broken/damaged components, 6 devices had dirt/debris, 1 device had detached/disconnected components, 3 devices had worn components, 4 devices had bent components, 1 device had stripped components, 1 device had missing components, and 4 devices had incompatible components. The devices were repaired and returned. The remaining device was evaluated in the field and the issue was confirmed; the device had broken/damaged components. The device was repaired and returned. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes <noe> 52 </noe> malfunction events, where it was reported the cot was difficult to load or unload from the ambulance. There was no patient involvement.